Event description:
Same case as MFR #: 2134265-2010-04023. It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, a guide wire fracture occurred. During platforming of the 1.25mm rotalink plus burr outside of the body, the 325cm rotawire guide wire fractured. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)